Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) rose to greater than 250 mg/dl (>13.9 mmol/l), for an undisclosed time wearing the pod. It was further stated that insulin was leaking during wear and despite 6 bolus doses, the bg levels remained high. The reporter stated that the cannula has likely dislodged from the insertion site although the pump remained in place. There was no further information available for the reported event.